Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. A quote was issued for replacement of the flow sensor but has not been accepted at this time.

Event description:
The hospital reported the unit was leaking from the flow sensors. There was no report of patient involvement.